Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after an approximately a 49 month implant duration due to unknown. Learned from patient registry.